Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, acute renal failure, hyperglycemia and acute lower urinary tract infection. The customer stated that she vomited four times before finally calling 911. The customer stated that she, as well as the hospital staff initially thought the insulin pump was to blame. However, it was later determined that the infections that she was suffering from, were what caused the elevated blood glucose levels. Nothing further was reported.